Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The device then passed the extended self-test (est), short self-test (sst), and the performance verification test (pvt). Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had logged error codes int he memory. The error codes suggested that the ventilator was inoperative. The device was not being used on a patient when the event occurred.